Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The philips field service engineer (fse) reported a ventilator had an air leak. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer. Furthermore, the customer did not accept the servicing quote. It is unknown if any parts or repairs have been conducted.